Event description:
It was reported that a defective product was found during use with a bd vacutainer® k2e 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, "edta lids sitting askew on removal from holders. Excerpt from phlebotomist email as below. "I filled up an edta tube and upon withdrawal from the vacutainer holder realized that even though it had a full vacuum the lid was sitting askew. I am pointing this out for all of us to be on the lookout for this fault and discard any such tube. This is a manufacturing fault." 2 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective product was found during use with a bd vacutainer® k2e 7.2mg plus blood collection tubes. The following information was provided by the initial reporter, "edta lids sitting askew on removal from holders. Excerpt from phlebotomist email as below. "I filled up an edta tube and upon withdrawal from the vacutainer holder realized that even though it had a full vacuum the lid was sitting askew. I am pointing this out for all of us to be on the lookout for this fault and discard any such tube. This is a manufacturing fault." 2 occurrences were reported.